Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a male patient underwent cardiac surgery for heart valve replacement on (B)(6) 2019. Approximately 2 years after surgery, signs of infection was alleged with subsequent m. Chimaera diagnosis in (B)(6) 2021. The patient is living and on antibiotics. Reportedly, doctors have recommended another surgery to replace aortic valve and root. In addition, complaint alleges that patient has been told he has significantly reduced life expectancy. The serial number of heater-cooler 3t system used during surgery is unknown.

Manufacturer narrative:
H.10: from installed base analysis, it was found that the 8 devices are currently in use at the customer site. Service history review revealed that 5 serial number manufactured between 2011 and 2017 are potentially involved in the reported event, while the 3 devices manufactured in 2022 can be excluded. Between the 5 devices potentially involved in the incident (16s12810, 16s13267,16s12809,16s17765,16s17203), no one was upgraded with vacuum and sealing kit at the time of (B)(6) 2019 surgery; indeed, all 5 devices were upgraded in 2020. A complaint database analysis revealed no previous device contamination complaints submitted by this hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.